Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised approximately six months later due to pain and disassociation due to central screw not seating and humeral bearing wear and deformation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "wear and/or deformation of articulating surfaces." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03374 / 03375).